Manufacturer narrative:
A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated throughout ncr process. Data was periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints to determine if a CAPA is required. Seriousness: intervention required. According to the physician, a causal role of synvisc one in the occurrence of this case of chondrocalcinosis cannot be ruled out. (B)(6) imputability: (B)(4). Additional information was received on (B)(6) 2014. Ptc investigation results were added. Additional information received on (B)(6) 2014 from a physician. This case was upgraded to serious as the event of injection site chondrocalcinosis episode was considered serious as it required intervention and the case also became medically confirmed. Additional event of injection site chondrocalcinosis episode was added. All the previously considered events of walking difficulties due to pain, injection site oedema/edema in right knee, injection site pain/pain in right knee and injection site effusion/ puncture in right knee were now considered symptoms of injection site chondrocalcinosis episode and additionally a symptom of injection site inflammatory episode was added. Treatment, medical history, laboratory test and causality added; demographics (age) and patient's clinical course were updated and the text amended accordingly. Pharmacovigilance comment: sanofi company comment dated (B)(4) 2014: this case concerns a patient who developed injection site chondrocalcinosis episode after treatment with synvisc-one. Although the role of device cannot be excluded for the occurrence of the event; however, lack of information regarding concomitant medication precludes a comprehensive assessment of the case.

Event description:
Based on the information received on (B)(6) 2014, this case initially considered as non-serious was upgraded to serious as the event of injection site chondrocalcinosis episode was considered serious as it required intervention. Also this case became medically confirmed. This unsolicited device case was received from (B)(6) 2014, from consumer. Based on the information received on (B)(6) 2014, additional event of injection site chondrocalcinosis episode was added. All the previously considered events of walking difficulties due to pain, injection site oedema/edema in right knee, injection site pain/pain in right knee and injection site effusion/puncture in right knee were now considered symptoms of injection site chondrocalcinosis episode and additionally a symptom of injection site inflammatory episode was added. This case concerns a (B)(6) year old male patient who experienced injection site chondrocalcinosis episode after receiving treatment with synvisc one. The patient's past medical history included treatment with synvisc one ((B)(6) 2012; in (B)(6) 2013 in both knees, was tolerated well, (B)(6) 2013 in the right knee for gonarthrosis with a good tolerance and in (B)(6) 2014 in left knee) in the past and meniscus ablation of right knee in 2004. No concomitant medications or concurrent conditions were reported. On (B)(6) 2014, the patient received treatment with intra-articular synvisc one injection, once (dose, batch lot number and expiration date: unknown) into right knee for arthrosis. It was reported that a puncture of the joint was performed before the injection with a green im needle. Synvisc one was at the room temperature before the injection. No intensive physical activity performed after the injection. On (B)(6) 2014, the patient presented with as edema and pain in the right knee. On (B)(6) 2014, as the clinical events worsened, the patient went to emergency department of a hospital. The flexion of the knee was impossible. The patient also presented with an effusion of the right knee associated with pain and an inflammatory episode. The patient was diagnosed of probable chondrocalcinosis episode. The patient went to hospital for care where a puncture of the joint liquid was performed which was sterile. Reportedly, patient's right knee was punctured and a bacterial culture showed no infection. The patient was not hospitalized. The patient had walking difficulties and was bedridden. On (B)(6) 2014, the patient went to the hospital again for a consultation and the patient was punctured in the joint and 25 cm3 of liquid was drawn. On an unspecified date in 2014, other laboratory tests showed calcium levels (calcemia) was normal, acid uric at the limit of normal value. At the date of the last contact, the patient has not recovered. Corrective treatment: colchicine/opium/tiemonium methylsulfate (colchimax) and ketoprofen (biprofenid) for the events of walking difficulties due to pain, injection site pain/pain in right knee, ice and ketoprofen for the event of injection site oedema/edema in right knee, ice for injection site pain/pain in right knee; and cortivazol (altim) for injection site chondrocalcinosis episode.